Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the breakage of the pin was noticed during medical procedure. The surgeon x-rayed and there was no pin in the patient. The punch tower was fixed with hospitals's wire and the procedure was continued.

Manufacturer narrative:
An event regarding a fractured pin involving a punch thru tibial baseplate was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported pin fracture. Medical records received and evaluation: not performed as patient information was not provided for evaluation. Device history review: not performed as the catalog family 3750-xxxx has been obsoleted via ecn and a redesigned part family 3750-xxxxa has was created via npdp project. The reported device therefore falls under nc/CAPA. Complaint history review: there have been no other previous reported events from this lot ID. Conclusions: the investigation concluded that the reported device catalog family 3750-xxxx has been obsoleted via ecn and a redesigned part family 3750-xxxxa has was created via npdp project. The reported device therefore falls under nc/CAPA.

Event description:
It was reported that the breakage of the pin was noticed during medical procedure. The surgeon x-rayed and there was no pin in the patient. The punch tower was fixed with hospitals's wire. And the procedure was continued.